Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence and delivered 3050 pulses before being deactivated. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 386 mg/dl. The pod was worn between 4 and 24 hours on the leg. It was noted that the pink slide did not move forward, but the cannula was visible. Hyperglycemia treated with a new pod.